Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker was difficult to position in a stable manner. After fixating the device, the physician decided to pull it out and had difficulties fully re-docking the device into the delivery catheter. The whole system was ultimately retrieved, and the device was then successfully implanted after replacing the delivery catheter. The patient was in stable condition.